Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2015, patient underwent posterior lumbar interbody fusion (plif) surgery at levels l5-s1 to treat lumbar canal stenosis. It was reported that on (B)(6) 2015, surgeon notified rep that he was planning a revision to replace l5 right screw which was found to be deviated into spinal canal. The revision was performed on (B)(6) 2015. Two set screws and a rod in the right side was removed to remove the screw. A screw with same size was placed with adjusting its insertion point to lateral side. Then surgeon placed rod,performed compression and conducted final tightening. The surgeon commented that he was hard to see the pedicle from a-p fluoroscopic image. He also commented that he should "have done pre-op planning" because "the pedicle had long sideways".no complication reported.